Event description:
The patient reported blood glucose results of "223 mg/dl" with the lifescan meter, performed with 10 minutes of each other. The meter, test strips and control solution were replaced.